Event description:
It was reported that after a cystoscopy with the use of an olympus device, the patient developed an infection. A few days after the procedure the patient presented with dysuria, bleeding and difficulty urinating. The patient was hospitalized for 2 days with sepsis. The patient has been discharged in stable condition.